Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle would not retract while using the bd insyte¿ autoguard¿ shielded IV catheter. There was no report of patient impact. The following information was provided by the initial reporter: retraction failure for cannula.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle would not retract while using the bd insyte¿ autoguard¿ shielded IV catheter. There was no report of patient impact. The following information was provided by the initial reporter: retraction failure for cannula.

Manufacturer narrative:
H6: investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the needle would not retract while using the bd insyte¿ autoguard¿ shielded IV catheter. There was no report of patient impact. The following information was provided by the initial reporter: retraction failure for cannula.